Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. The device was scheduled for return, and a replacement pump was provided to the customer.